Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injections, but on (B)(6) 2022, the patient was admitted to the emergency room. The patient's highest blood glucose level was 400 mg/dl and had high ketone level which was assessed not to be dangerous/life threatening by the healthcare professional. Moreover, the infusion had been used for three hours. During her stay in the emergency room, the patient received fluids of saline and insulin intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, at 06:00 am (after staying for 15 hours in the emergency room), the patient was release with no permanent damage. Further, on (B)(6) 2022, the patient faced kinked cannula symptoms/issue noticed within three hours of insertion and this issue occurred twice. At the time of the second event, the patient's blood glucose level was high (402 mg/dl) which they tried to treat with correction multiple daily injections. The patient had moderate ketone levels and the infusion had been used for less than three hours. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.